Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from the lot. Based on available information, the cause of the reported positioning failure (unable to straighten) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. During the procedure, difficulty was encountered while grasping the leaflets. One mitraclip was successfully implanted. The mr was reduced to grade 1+ post procedure. On (B)(6) 2025, follow up revealed single leaflet device attachment(slda) from the posterior leaflet. Patient returned symptomatic with dyspnea and angina. The minus knob was unable to straighten the sleeve. Per the physician, knob functionality affected adequate grasping of leaflets which may have resulted in slda. Angina was resolved by percutaneous intervention. Recurrent mr of grade 4+ was reported. There was no clinically significant delay.